Event description:
It was reported that during surgery, the biosure screw broke in the middle after 4 rounds have been shipped. Half of the screw stayed at the screwdriver and the other half was received in 2 pieces in the tunnel. There was no delay and it is unknown if the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72204401 biosure regenesorb 8x30mm screw reported on. Due to unavailability, evaluation was limited. If further information becomes available to assist with evaluation, the complaint may be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: adherence to the IFU recommendations. Use of other than recommended prep instrument size or types. Getting entangled with other instruments or devices. Stripping or over-torque. Damaged prep instruments. Unexpected bone density/condition. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per IFU: ¿use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone-tendon-bone grafts prior to inserting the interference screw. Complaint search revealed no other related complaints for the history of this production lot. Batch review did not indicate a failure that supported the allegation. Product met specifications upon release to distribution. Instruction for use (IFU) documentation contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during an acl reconstruction surgery, the biosure screw broke in the middle after 4 rounds have been shipped. Half of the screw stayed at the screwdriver and the other half was received in 2 pieces in the tunnel. No pieces were left in the patient. The procedure was successfully completed without delay using a back-up device in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Additional information in b5.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The screw is fractured into multiple pieces, and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. It was reported during an acl reconstruction surgery, the biosure screw broke in the middle. No pieces were left inside of the patient. Based on the information provided, the procedure was completed with delay using a s+n back-up device. No further complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No containment or corrective actions are recommended at this time.